Manufacturer narrative:
(B)(4). Root cause undetermined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Study named "randomized study of 4 bearing surface combinations in total hip replacement" was reviewed. Pain, metallosis, stem and cup loosening, stem subsidence, stem implant fracture, and femur fracture. Doi: (B)(6) 2006; dor: (B)(6) 2016, unknown hip.